Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and was able to verify the reported issue of blank display. The se replaced the backlight inverter printed circuit board (pcb). The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, while in use on a patient an 840 ventilator generated a high volume alarm and the bottom half of the graphic user interface (gui) display was blank. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.